Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (between 2:30-3pm). The patient reportedly obtained blood glucose results in the "200-300's" with the subject meter (date/time not known). The patient's testing frequency and usual blood glucose range is not specified; however, according to the csr's documentation the patient manages her diabetes with insulin (self-adjuster) and in response to the reported meter issue, the patient reportedly administered an unknown amount of insulin and consumed food. Two hours after the alleged issue began, the patient claimed, she developed symptoms of shaking and had cold hands (symptoms the patient associated with low blood glucose in the "70's"). The patient, however, denied receiving any medical intervention/ treatment following the reported meter issue. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the products involved with this complaint have not been returned to lifescan for product analysis. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed on for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.